Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no known impact to the customer's blood glucose (bg) level. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.